Event description:
Description of complaint: patient said she had an allergic reaction to the implant. She felt discomfort from the implant based on her small body size and how the implant was placed in the implant location. Device was removed approximately 3 weeks later. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).